Event description:
It was reported to philips that the system was unable to perform fluoroscopy. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
It was identified that this is a re-occurrence complaint from an already reported complaint. The investigation has been addressed in philips reference: 5550676. This complaint will be closed. The codes were updated based on the investigation outcome.